Manufacturer narrative:
H3, h6: the complaint device was returned. A visual evaluation of the returned part was conducted, and it was concluded that one flap got fractured and is missing. Another flap has a fracture and is split in half. Furthermore, there are signs of wear such as scratches and dents. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 3 additional similar complaints reported for the same batch, and 14 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. The root cause of the event can be attributed to a known inherent risk of the device. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The returned device will be discarded. H11- corrected data d8 / d9- date device returned to manufacturer.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the plastic retainer clip of a trial femoral head 36 s/+0 broke when the surgeon was trialing and reducing the hip. When the trial femoral head broke, the broken piece stayed inside the trial femoral head. All pieces were removed with a clamp. Patient was not harmed as consequence of this problem. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 3 additional similar complaints reported for the same batch, and 14 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. The root cause of the event can be attributed to a known inherent risk of the device. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, during a thr surgery, the plastic retainer clip of a trial femoral head 36 s/+0 broke when the surgeon was trialing and reducing the hip. When the trial femoral head broke, the broken piece stayed inside the trial femoral head. All pieces were removed with a clamp. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem

Manufacturer narrative:
H10: internal complaint reference: (B)(4).